Event description:
The customer reported the forceps channel was blocked by tissue adhesive, which was identified during inspection for use involving an olympus gastrointestinal videoscope. There were no reports of patient involvement.

Manufacturer narrative:
E1 - address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.